Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer, h.3 device evaluated by manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon longitudinal and radial burst. Imagery was provided from the site and revealed the following: balloon appears burst upon inflation balloon area. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as provided information indicated presence of calcification on landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to e.1 telephone number.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra resilia valve inside of a 27 mm non-edwards surgical valve, in aortic position by transfemoral approach. No bav was performed before valve implant. During procedure, the balloon of the delivery system burst during valve deployment with nominal volume. The valve was fully deployed when the balloon burst. The delivery system was easily removed through the esheath. The esheath remained in patient and the procedure continued without issues after post-dilating the 26 mm sapien 3 ultra resilia valve with a non-ew balloon to solve the paravalvular leak. The patient was in stable condition post procedure. The perceived root cause of this event was calcium present on non-edwards surgical valve - sinotubular junction.

Manufacturer narrative:
The investigation is ongoing.